Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d9, d10, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction reasonably known information suggests probable causes of the alleged failure "error b30 seen on screen when scope plugged in" was due to electrical/electronic component problem identified- no image error e216. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a b30 scope communication error when plugged in. The issue occurred during preparation for use. There were no reports of patient harm.